Event description:
It was reported that there was an indium study in 2010 and a pocket revision. It was reported that the pump was filled with saline because of behavioral issues/non-compliance. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu- unknown, cath lot#: unknown. (B)(4).